Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the first inflation the voyager balloon ruptured at 4 atmospheres in the distal left circumflex (lcx). The rx voyager balloon catheter was removed and a second rx voyager balloon catheter was used successfully. There were no reported adverse patient effects. No additional information was provided.